Manufacturer narrative:
Device evaluated by manufacturer, additional information: analysis of the device would not provide additional relevant information to the event.

Event description:
A patient reportedly had pus at their site after their replacement surgery on (B)(6) 2016. The replacement surgery was due to a high impedance event captured in MFR report # 1644487-2016-02909. The device history record for the implanted generator and lead were both reviewed and verified that the devices were properly sterilized per manufacturing specifications prior to release for distribution.